Event description:
It was reported that a beta bionics ilet user had a hyperglycemic event of 302 mg/dl blood glucose. She woke from her sleep and noticed her levels were dropping and decided to disconnect from the pump. The user was down within range during the call and did not need a follow up. The insulin on board was used to treat the high bg and no outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.